Event description:
Additional information was received. It was reported that the patient's proximal type I endoleak is still continuing. The patient was lost to follow up and is unknown for how long. The bifurcated device is 1cm below the lowest renal and it was assumed the stent graft has migrated. The cause of the migration is unknown. The physician performed a secondary intervention implanting an endurant cuff, resolving the endoleak. Also, the left iliac limb appeared too short so it was extended with an endurant limb. The patient is doing well. Film review analysis: review of returned films 5 years post-implant were non-contrast; therefore the reported endoleak could not be assessed. The stent graft was positioned at the bottom of the neck, 1 -1.5cm below the renals. The ipsilateral limb was positioned into the right common iliac, and the contra limb was positioned within the left iliac with minimal seal length. The proximal bifurcate od was approximately 30mm. The maximum aaa diameter was 7.7cm. No obvious stent graft issues were observed. Angio images from the aug 6, 2013 procedure confirmed a proximal type I endoleak, likely caused by the short proximal seal from the migrated stent graft. Earlier follow-up images were not provided, and images post-cuff implant were not provided. The cause of the migration could not be determined.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt's aortic neck measured 26 to 27 mm diameter and 20 mm in length. The device was implanted upon final angiogram, there was a type one endoleak. The physician placed an aneurx aortic cuff and the endoleak was resolved. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Secondary intervention).

Manufacturer narrative:
Method: film.